Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: testing was unable to duplicate the complaint. Pump settings show pump sound features were set to on with medium or low sound level; only the remote bolus feature was set to vibrate. Pump boots to the verify screen with audible and vibratory features. The audible alarm reading measured within the required specifications. The daily insulin delivery totals correctly reflect user's programmed basal rates. No activity related to the complaint in alarm history. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, fhe display screen has a pinkish contrast. And the battery compartment is cracked below the bumper pad.

Event description:
On (B)(6) 2014, the reordered contacted animas and alleged that the pump had an sound quality issue. The vibratory function is working properly. The patient had a blood glucose of 489 mg/dl with nausea, abdominal pain, and small ketones. The patient self treated with a site change, insulin via pump, and insulin injections. Customer support was unable to resolve the sound quality issue during troubleshooting, but the issue is not being reported because the detection of an alarm is not affected. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.